Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis; however, the log files from the tactisys quartz system were returned. Review of the log files revealed the device functioned as intended and there were no contributing anomalies. The optical signals conformed to specifications, the recorded temperatures indicated cooling during rf ablation, and force measurements were displayed throughout the procedure. Force measurements were recorded during ablation that exceeded the recommended values in the instructions for use (IFU); however, due to unknown procedural conditions we are unable to conclusively determine the cause of the reported pericardial effusion. The device met specifications prior to release from abbott manufacturing facilities as supported by a review of the device history record. The cause of the reported pericardial effusion may have been procedure related. Per the IFU cardiac perforation is a known risk during the use of this device.

Event description:
During an atrial fibrillation procedure, a pericardial effusion occurred. Rf was delivered higher than 50g despite alerts and the geometry shifted. The patient became hypotensive and an ultrasound revealed a pericardial effusion, for which a pericardiocentesis was performed to stabilize the patient. The patient was admitted to the intensive care unit for observation and is in stable condition.